Manufacturer narrative:
This report is submitted on april 19, 2024.

Event description:
Per the clinic, the patient experienced a skin infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the date of awareness is april 08, 2024; not march 21, 2024 as previously reported. This report is submitted on june 14, 2024.